Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax requiring a chest tube and hospitalization. The biopsied lesion was 0.8 cm and was located in the right lower lobe - lateral segment. Imaging modalities used included c-arm fluoroscopy, cone beam, and radial endobronchial ultrasound (ebus); staging utilizing ebus was performed. The diagnosis obtained from pathology was atypical cells (non-diagnostic). There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.

Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. System logs for the event date were not available for review. Blank MDR fields: the missing patient/device information in sections a, b, and d was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.